Manufacturer narrative:
The esu was thoroughly inspected/tested. The unit was found to be functioning as intended. The evaluation included an electrical safety check, a functional check of each of the equipment's features and a power output check. The generator was/is within specifications and all features were/are working properly. In the esu's error log there was an b bl error message warning the user of a neutral electrode safety system (nessy) current density problem. In addition, no anomalies were found in the device history record (DHR) of the involved device (note: additionally no issues were found when inspecting the involved clip and cable of the return electrode as well as the monopolar handle and cable.). In conclusion, no equipment problem was found that would have caused or contributed to the incident. There are many possible factors involved with this type of issue. Most likely though it appears that, based upon the error message, the surface of the return electrode was not in full contact or did not remain in full contact with the patient's skin (note: there are warnings in the user manual addressing this types of situation.). Nevertheless, no conclusive determination could be made as to the cause of the incident. No trends have been identified and erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator) during an arthroscopy of the right knee joint. The esu was used with an erbe return electrode (i.e., an erbe nessy omega return electrode, presumably part number 20193-082). The settings of the unit were not provided. The placement of the return electrode was also not conveyed. Nevertheless, a skin lesion occurred intraoperatively in the area where the equipotential ring of the return electrode was applied. No details as to the lesion's size, grade, appearance, and location were specified. To address the situation, a wound dressing was applied to the affected area. The esu was distributed to a hospital in the (B)(6).